Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address medical-posterior subsidence of tibial tray. "Normal" poly wear and osteolysis were also reported.